Manufacturer narrative:
Model number: balloon: 72400024; pump: 72400098; serial number: balloon: (B)(4); pump: (B)(4); catalog number: balloon: 72400024; pump: 72400098; UDI number: balloon: (B)(4); pump: (B)(4); expiration date: balloon: 04/28/2010; pump: 05/05/2010; implant date: balloon: (B)(6) 2005; pump: (B)(6) 2005.

Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. Upon removing the old cuff, the physician noted that the system was still functioning but the patient had urethral atrophy due to the cuff being implanted for so long. The system was replaced with a 4.5 cm cuff, balloon, and pump.